Manufacturer narrative:
(B)(4).

Event description:
Patient's husband contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor pod from the patient's body the sensor wire was missing. Patient's husband stated he believed that the wire remained in the skin; however, could not locate it. The sensor wire was inserted at the abdomen on (B)(6) 2015. No additional event or patient information is available.